Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he has been inserting the sensor in the same area of his abdomen and has developed red welts at the insertion site. The patient was evaluated by his physician on (B)(6) 2019 and instructed that he could insert the sensor on either side of his abdomen and to use the opposite side of his abdomen until the redness and raised areas cleared. The patient did not receive any additional medical treatment. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.